Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient suffered a trauma to the head, resulting in a contusion and subsequent recurrent infections. Treatment of the wound was unsuccessful, so the decision was made to explant the device on (B)(6) 2017. The patient was not reimplanted as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that prior to explantation, the patient's device had extruded through the skin flap. This report is submitted (B)(6) 2017.